Manufacturer narrative:
(B) (4). (B) (4). The device was returned complete for investigation. There were no kinks detected in the device and the balloon was deflated with blood present. The device was flushable and guide wire compatibility was performed without any difficulty. A pinhole in the distal balloon area was noted. The marker band did not show any sharp edge or damage. Device in process inspection and testing met mfg criteria. All released fox plus catheters pass a high-pressure control during production. According to this investigation, no evidence could be found which supports the assumption that a device defect led to the reported event. While a review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during an interventional procedure of the superficial femoral artery, the fox plus balloon could not be inflated. A second balloon was used in the procedure. There was no reported pt issue. No add'l info available. This event is being reported based on the analysis of the fox plus which revealed a balloon pinhole rupture and blood was present.